Manufacturer narrative:
(B)(4). Physio-control provided the reporter technical assistance and the replacement paddle plate part number info.

Event description:
It was reported that the device paddle plate came off the adult hard paddle attachment. There was no pt use associated with the event.